Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that she changed the battery in the customer¿s pump and it alarmed unexpected restart. The customer¿s blood glucose was unknown. The caller stated that the customer had not used the pump in a while so when they put the new battery in, that is when it alarmed unexpected restart. During troubleshooting, the caller said that they did not have a new battery to test so they were advised to call back when they had one. They also mentioned that they received an off no power alarm and a failed battery test alarm. However, since they did not have any batteries to test with, they declined all troubleshooting offers at the time of the call. The insulin pump will not be returning for analysis.